Manufacturer narrative:
The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right-side rupture diagnosed by MRI. Device remains implanted.

Manufacturer narrative:
Calcification to previous lab analysis results: we received new information confirming the analyzed device corresponds to the contralateral side. The ruptured device was discarded.

Event description:
Patient reported a right-side rupture diagnosed by MRI. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Explant surgery is scheduled for this date, and has not yet occurred.

Event description:
Patient reported a right-side rupture diagnosed by MRI. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; deformation, crease fold, the weight the device within specification and was observed after autoclave cycle: cloudy color. Based on the device analysis the final assessment is: no were observed openings on the device or issues related with the complaint (rupture).

Event description:
Device has been explanted.